Event description:
It was reported that the patient heard beeping from the device for a number of weeks before seeing the physician. The patient was told the lead was not "severed" by the physician. The device was reprogrammed and the lead is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.